Event description:
It was reported a patient underwent an bilateral hip artroplasty surgery on (B)(6) 2022 and topical skin adhesive was used. During surgery, when the bulb part was pushed, glass protruded and slightly punctured the finger. There was no scar on the surgeon's finger and there was no problem with the surgeon so far. There were no adverse consequences to the patient.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. Attempts have been made to obtain the device, not received to date. If further details are received at a later date a supplemental medwatch will be sent. What was done to treat the shard penetration? No further information is available. Was medical or surgical intervention required? No further information is available. Was there any special diagnostic test performed? No further information is available. What is the status of the surgeon injury today? No further information is available. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? No further information is available. Was the ampoule crushed repeatedly? No further information is available. Device return status =>we regularly contact with sales rep about the device returning. No further information will be provided." When using the product for the patient, the surgeon tried to use the adhesive fluid a little more, but at the last minute, the event occurred and the surgery was completed. There were no adverse consequences to the patient. There was no scar on the surgeon's finger and there was no problem with the surgeon so far. The procedure was a bha : bipolar hip arthroplasty. The product was used on epidermis. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). H3 evaluation: the product was returned for evaluation. The product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the device was returned with the crushed ampoule and dried formulation inside the bulb. The filter is purple in color due to contact with the formulation. The sample reveals a piercing through which a glass shard protruded in the applicator bulb. Also, a piercing in the butyrate tube is observed. Visual inspection shows that all the components of the applicator are present and appropriately assembled. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.